Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4) noted the original design of the label had an incorrect product length. The returned device was evaluated and meets required specifications. The label discrepancy was identified and corrected.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: the length of the device does not match the label. The actual length of the product is 47 mm and the length of the device is labeled as 51mm.